Event description:
Same case as MDR ID 2134265-2014-01641. It was reported that a burr and guidewire separation occurred. The patient was undergoing multi-vessel intervention with lesions in the left anterior descending (lad) artery and the right coronary artery (rca) successfully treated. The physician then proceeded to the stenosed lesion located in the circumflex (cx) artery. Conventional balloon angioplasty was unsuccessful due to the calcification of the lesion. The physician decided to perform rotational atherectomy; a 1.25mm rotalink plus and rotawire were selected for use. Despite some proximal angulation after the ostium of the cx, the physician was able to get the rotawire across the lesion. He then brought the 1.25mm rotalink plus system up to a suitable position to platform the burr at 160,000 rpm. Rotablation was performed using short runs of 10 to 15 seconds to engage the lesion in a careful fashion. The speed was then increased to more than 180,000 rpm in an attempt to crack the resistant calcification of the plaque. On the next run, it was observed under angiography that the burr had become separated from the shaft as it was advanced from its platform position and the drive shaft advanced into the lad; leaving the distal segment of the rotawire and the burr sitting in the proximal segment of the cx. Multiple attempts to retrieve the fractured burr and rotawire were unsuccessful. The patient remained stable throughout the procedure. The physician decided to finish the procedure after determining the lad was stable and the patient was hemodynamically stable. An additional procedure will be performed to attempt to retrieve the device fragments in due course.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).